Event description:
It was reported that this implantable pacemake exhibited premature battery depletion (pbd). An engineering analysis was performed in which it showed that the device power consumption was increasing gradually and appeared to be consistent with the capacitor degradation due to hydrogen gas content in the sealed pulse generator atmosphere. Device changeout was recommended or have device battery status re-evaluated in three months time. This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable pacemake exhibited premature battery depletion (pbd). An engineering analysis was performed in which it showed that the device power consumption was increasing gradually and appeared to be consistent with the capacitor degradation due to hydrogen gas content in the sealed pulse generator atmosphere. Device changeout was recommended or have device battery status re-evaluated in three months time. To date, device still remains in service. No adverse patient effects were reported.